Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Customer successfully loaded a new cartridge. Additionally, it was reported that the screen appeared to have "faint text" in blank spaces. As the display issue occurred in the past, troubleshooting was unable to be performed. The customer declined to troubleshoot the issue. The customer's blood glucose was 307 mg/dl.